Event description:
It was reported that the pulse generator had been placed in an inconvenient area; the pt had experienced pain and discomfort at the implant site for weeks after system placement. The pt's ability to perform daily activities had become "somewhat worse"; there had been a lack of stimulation therapy control. The pt had surgical revision three months ago for one lead that had short-circuited and migrated which cause extreme pain symptoms. The pulse generator had stopped working twice, which required follow-up for reprogramming twice. The pulse generator had subsequently been removed for infection. Additional info has been requested from the physician.